Event description:
It was reported a patient experienced and was hospitalized for seven days for peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. Pd therapy was ongoing. The patient recovered from the event of peritonitis. No additional information is available. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot number gd894717 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental report will be submitted. This report references the same patient as (B)(4).